Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that common femoral arteriotomy suture placement was attempted using three proglide devices, in a pre-close technique, prior to an interventional procedure. Reportedly, a cuff miss was noticed or a link break occurred with all three proglide devices. A prostar xl was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained on the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture break; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information was provided indicating that the interventional procedure was a transcatheter aortic valve implantation (tavi). The sheath was upsized from a 5fr to a 14fr and the tavi procedure was completed.